Manufacturer narrative:
(B)(4). The incident electrode was discarded by the site. The customer was unable to provide product information. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the surgeon had difficulty cutting smoothly during a lletz procedure. The loop electrode was dragging through the tissue. Due to the drag, the device hit the vaginal wall resulting in bleeding. There was no adverse effect to the patient. The incident device was discarded.